Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces. All operating currents are within specification. No unexpected battery out limit alarm noted. The insulin pump had cracked case on the display window corners, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received excessive battery out limit alarms and was not able to clear due to buttons not responding. Customer's blood glucose was 341 mg/dl. It was advised that insulin pump would need to be replaced.